Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this right atrial lead exhibited high oor impedance numbers and a lead fracture was noted through an x-ray. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial lead exhibited high oor impedance numbers and a lead fracture was noted through an x-ray. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.